Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated they wanted to find another healthcare provider (hcp) since he was unhappy with the information provided at their current hcp¿s office. It was noted when the pump was flipping and the patient could not get a refill, the front desk person told them it would be fine to let the pump go empty and supplement with oral baclofen. Caller reported he did not feel comfortable with that so he called where they had the implant and was told to not let the pump go dry and that it would not be easy to just supplement with oral baclofen. It was noted they eventually had the emergency replacement since the other facility never got anything scheduled for the replacement even after 6 days of knowing about the situation. Physician listings were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 630.9 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that it was thought that the patient¿s pump was flipping so they were planning on doing a pocket revision today. At the last refill visit on (B)(6) 2021 they were not able to refill the pump since the pump was thought to be upside down. The reporter interrogated the pump today and it said it had 0.0 ml in the pump reservoir; however, the pump alarm for empty was not going off and nothing was showing in the logs with regards to an empty pump. According to the logs, the low reservoir alarm was on (B)(6) 2021. It was reviewed that based off of the flow rate the pump was set to go empty sometime today so it may be timing relating which was why it may not show up that it was empty in the logs yet. It was also reviewed that the programmer could only go one decimal point over so if the pump reservoir volume was 0.05 ml or less it would show up as 0.0 ml on the programmer and the pump would only alarm once it was truly empty and would then log it. After discussion with the patient¿s family and the hcp they were deciding they wanted to replace the pump. Additional information was received later the same day at which time it was reported that they replaced the pump and the pump seemed to be tilted and not flipped completely. It was felt that the pump must have not flipped multiple times since the catheter was not twisted and seemed perfectly fine. The hcp aspirated from the catheter confirming there were no issues with the catheter. Per the reporter, the top sutures were broken so with the new pump they made sure to suture it really well. It was also reported that while they were in the operating room they did hear the pump start to critically alarm, but they only heard it go off once even though they were there for more than 10 minutes and the critical alarm interval was set to 10 minutes.